Event description:
It was reported that the system 7 v-notch sagittal saw was allegedly overheating during testing or setup. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of overheating was not confirmed. During the inspection the service technician, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications. There was no failure found. The device was not repaired but returned to the customer.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 7 v-notch sagittal saw was overheating during testing or setup. There was no patient involvement and no adverse consequences associated with the device.